Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent an unrelated surgery during which reservoir tubing was accidentally cut, resulting in fluid loss. The device was not able to inflate or deflate, and the remaining components were removed at a later date. No additional patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 10/01/2024 was used as an estimate, since it was reported that the unrelated surgery was performed in (B)(6) 2024. Concomitant product UDI for cylinders/pump is (B)(4).